Event description:
Information was received from a patient regarding an implantable neurostimulator for urinary/bowel dysfunction. It was reported that they couldn't get the handset and communicator to connect to the stimulator. They keep getting the same message that it wouldn't connect. They had done everything they watched on the youtube video. Walked caller through how to turn the therapy off. The issue started maybe 3 days ago. Patient saw the doctor last week and the manufacturing representative (rep) was there along with the doctor and they changed the setting a little bit. Ever since then it hasn't worked as anticipated. Patient was going every 55 minutes to pee and it was painful. It felt like their bladder was full but they pee like a thimble. When they go it was not much at all. It was extremely annoying and painful. They need to shut the device off until they could see their doctor to see what was going on. Every hour they could not get up to go to the bathroom at night. It was a problem beforehand but now it was even worse. Additional information was received from a patient. They reported that they were having severe urination and was peeing about every 55 minutes since last wednesday. Patient said they disconnected their therapy yesterday because they didn't know if it was the device. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.